Event description:
On (B)(6) 2009, the pt reported that the insertion needle of her infusion site was bent at a 20 degree angle and difficult to remove from her skin after infusion site insertion. After she inserted the infusion site and connected the infusion tubing, she attempted to bolus and noticed insulin leaking from the site. She removed the infusion site and had difficulty pulling it out of her skin. None of her other infusion sets appeared to be damaged. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.